Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-oct-2019 with the following findings:. During investigation, there was battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Unrelated to the original complaint, the display was found to be dim/faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging there was water in the pump. No further details were provided. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.